Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg would not turn on. It was noted on analysis that the keypad was scratched, the encoder assembly was contaminated, four knobs were contaminated, the lower case was broken, the liquid crystal display (lcd) is bleeding (out of specification electrical), the display wires were pinched with wire insulation exposed, six case screws were contaminated and the epg needed the battery drawer shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.